Event description:
Procedure type: stress urinary incontinence. According to rptr: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, mesh erosion, mesh exposure, mesh contraction, infection, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, pelvic floor damage, and/or recurrent urinary incontinence, and has undergone corrective surgery. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).